Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross over. A technical support specialist dialed into the station and server, checked the station's data sync logs and found no communication issues. The server sync information was also checked and matched correctly. Additionally, the patient was checked on the server and was found to be discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.